Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No unexpected number ramping or scroll bar moving with no input was noted. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated with food and manual injections. The customer stated that she was entering her carbs and the numbers were scrolling on their own. The customer was advised that the numbers may be stuck. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.